Event description:
It was reported, sherlock small vein 4fr 2l PICC split internally. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an intraluminal leak was confirmed and determined to be manufacturing related. The product returned for evaluation was one 4fr dl powerpicc sv catheter. The returned unit was leak tested by pinching the distal end of the catheter shut and flushing water through each lumen. During testing, an intraluminal leak was observed between the white and red lumen. Further leak tests were performed by shutting the catheter off at different locations along the tubing. These tests found that the leak was occurring within the molded joint. The molded joint was bifurcated for microscopic inspection. A longitudinally aligned tear was observed on the catheter wall between the white and red lumen. The wall thickness between the lumens narrowed out at the tear location, suggesting that the wall had been misshapen during manufacture. It is likely that the malformed lumen wall allowed an aperture to form between the two lumens.